Manufacturer narrative:
Manufacturing records were reviewed and the lens was manufactured according to specification. There were no other non-conformances generated during the manufacturing process. The complaint related test is the optical measurement performed at final inspection. The in-line inspection data showed the lens was within power specifications. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The physician is instructed to target emmetropia as the lens is designed for optimum visual performance when emmetropia is achieved. Care should be taken to achieve centration of the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was explanted due to the patient needed a lower powered lens. The surgeon replaced it with another zlb00 20.0 diopter lens. In follow-up, it was reported that there was no incision enlargement or vitrectomy performed. Reportedly, there was no patient injury. No further information was provided.